Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative provided additional information indicating that diagnostics and troubleshooting showed the system was likely interrogated using outdated physician tablet software. Device logs were reviewed by system engineering, and it was determined that the device required a reset using a legacy programmer, which was completed on (B)(6) 2026. The issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from patient rep expressing frustration with not getting a response to their previously reported issue. Issue remains unresolved. No symptoms alleged.

Event description:
It was reported that they got the following message when they tried connecting to the patient's left implantable neurostimulator (ins) : 'incompatibility found. Contact your clinician. Your dbs system may require an update. Service code 602.' The caller confirmed that today was the first time they saw the message. The caller mentioned that they only check the inss every couple of months. Agent reviewed meaning of the message and asked the caller if the patient had any recent programming appointments, to which the caller said the patient's last programming appointment was 01/14/2025. However, the caller said they had been able to connect to the left ins after that appointment. The caller had no issues connecting to the right ins. The caller was redirected to the patient's hcp to further address the issue. The caller mentioned that the patient has an appointment with their managing hcp tomorrow. The caller mentioned that the patient lives in a care facility and one time they visited the patient they noticed the therapy was turned off, and they think it was an employee who accidentally turned the therapy off using the handset and communicator due to not being educated on how to use the equipment. The caller mentioned that the patient rarely has adjustments to their therapy settings, and they have been lucky in that regard. The caller mentioned that the patient was in a wheelchair and they don't shake at all. The caller said the patient hasn't had a tremor basically since 2013. Additional information received from hcp updating situation. Caller said they could connect to dbs on the right, but when they tried to connect the tablet and handset to the dbs system on the left, they got code incompatibility found: service code 602 on the handset and could not connect. When trying to connect to ins with the tablet, they got interrogation failure 139f6a07. During the call, tech services (tss) had caller try another tablet was tried, but issue persisted. Tss had caller update dbs app, but issue persisted. Update was from version 5.0.676 to version 5.0.780. Code changed to interrogation failure 057b58b7 after updating app. Caller reset the neurostimulator, but issue persisted. Patient had just charged ins successfully yesterday and error started to occur on handset yesterday. Caller had connected to ins as recently as 2 months ago. Issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.